Event description:
Two patients with discrepant ckmb results. Patient 1, initial result <0.100 ng/ml, repeat 2.18 ng/ml. Patient 2, initial result<0.100 ng/ml, repeat 3.43 ng/ml. Initial results were not reported. The field service representative found a restriction in the sipper flow path and the s/r tubing was off the pulley guide. The instrument was repaired.